Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party and returned to the hospital. We checked the returned unit and confirmed, that the bending rubber leakage. Based on the result, we concluded, that it was caused, due to the man-made fault (wrong operation or hurt by sharp tool) or disinfectant corrosion. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
The scope body had leakage. The time of event is unknown. There was no report of patient harm.